Event description:
A talent abdominal stent graft system was implanted in a pt for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm approx 2 years ago. At the time of implant, vessel morphology as reported as mild calcification and severe tortuosity in the iliac arteries and mild aortic neck angulation. It was reported that a talent bifurcated stent graft (MFR report # 2953200-2011-01463) and an aneurx iliac limb (MFR report # 2953200-2011-01464) were implanted for the pre-operative ruptured aneurysm. A recent CT demonstrated that the talent bifurcated stent graft has migrated approx 2 cm distally without any endoleak; the stent graft may have migrated previously with a proximal type I endoleak, as there is evidence of thrombus around the top of the stent graft. The migration was attributed to disease progression and aortic neck dilatation, elongation, and angulation. The physician elected to intervene by implanting an endurant aortic cuff (MFR report # 2953200-2011-01465). Although the endurant aortic cuff was successfully implanted at the intended location, there were difficulties removing the delivery system due to the severe angulation of the aortic neck. The nose cone could not be re-seated into the delivery system, so the physician advanced the delivery system above the renal arteries and was then able to reseat the nose cone and remove the delivery system from the pt. However, the next angiogram revealed that the bottom section of the endurant aortic cuff was not apposed to the top of the talent bifurcated stent graft. The physician elected to balloon the cuff, however, the cuff was still not lying correctly against the bifurcated stent graft. The physician believes that pushing the delivery system up caused a wrinkling/rumpling of the bottom of the stent graft. The physician elected to intervene by implanting a second endurant aortic cuff (MFR report # 2953200-2011-01466) between the talent bifurcated stent graft and the first endurant aortic cuff. The second endurant aortic cuff was implanted, however, the physician did not want to advance the delivery catheter above the renal arteries this time because of the previous wrinkling of the first endurant aortic cuff. Therefore, the physician manipulated the delivery catheter with some force to remove it from the pt. During the removal, the second endurant aortic cuff was pulled down and was slightly accordioned upon itself and landed 1 cm below the intended landing zone. The physician ballooned the stent graft, which improved but did not completely resolve the accordion effect of the stent graft. As there was sufficient overlap of the talent bifurcated stent graft and the endurant aortic cuff, the physician was satisfied with the results. The physician also elected to extend the aneurx contralateral limb down to the hypogastric artery as a prophylactic measure. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Result & conclusion - pre-operative ruptured aneurysm, treatment of a pre-operative ruptured aneurysm.